Event description:
As reported from (B)(4), the intraclude device was inserted in direction to aortic valve, as usual. Balloon inflated and blocked with 12ml as usual. Then the balloon slipped a bit in direction to aortic valve. Removed 1ml and attempted to re-position the balloon. During the attempted repositioning, the catheter could only be retracted with a lot of force or not at all. Also, it was not possible to insert more liquid into the balloon. In addition, the liquid that was already in the balloon leaked out. The exact leak point is unknown. It was decided to stop the minimal invasive procedure and to convert to full sternotomy. After the case, the patient was transferred to the ICU. No further injuries reported. It was seen that the balloon shaft is rough and has something like a hole. This might be the possible leak location. It was believed the damage was due to the endoreturn introducer.

Manufacturer narrative:
The complaint event is currently under evaluation into root cause.

Manufacturer narrative:
Additional information: complaint referenced MDR submission of intraclude aortic device, report number: 3008500478-2013-00465. Evaluation: the device was not returned for evaluation but likely can be linked to the endoreturn product recall due to the noted damage of the intraclude aortic catheter. During the evaluation of other complaint units, it was found that the rounded edge y-arm connector was missing the bump. The root cause is that the supplier did not have the proper controls in place to assure that the change to the core pins that made the finished device were in place. A manufacturing defect is confirmed with the supplier. A product recall was initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the endoreturn introducer. Without this nonconformance, it is our belief the intraclude aortic (icf100) device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.